Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with juice and food. The customer stated that they have gastroparesis and had issues with low blood glucose for years. The customer was assisted with checking the settings on their device and their insulin pump works as designed.